Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported no telemetry with recharging, and poor communication was noted. They stated that the last time they successfully recharged their device was over (B)(6). The patient was redirected to their healthcare provider for a possible jumpstart. Physician listings were sent to the patient. Additional information received from the patient reported that they were told to contact an in network neurologist and to have them schedule a 500$ appointment with a manufacture representative to get the ins restarted. Additional information was received from a manufacturer representative (rep) on 2020-feb-03. It was reported that the patient¿s implantable neurostimulator (ins) battery was overdischarged because the patient had not recharged the device for two years and they had issues recharging. The rep attempted a trickle charge, but the issue did not resolve at the time of the report. Surgical intervention was scheduled for (B)(6) 2020. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that surgery was planned for (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the device was returned.